Manufacturer narrative:
The customer reported an artifact on patient images during an abdomen scan. There was no report of misrepresentation as a result of the artifacts. The philips field service engineer (fse) visually inspected the system and found that the compensator in the collimator was cracked. The fse replaced the collimator to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.